Manufacturer narrative:
The lead is not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead presented to the hospital for a routine device check. During evaluation, loss of capture was observed on the ra lead. The patient was not dependent on ra pacing and did not experience asystole due to the issue. An intervention was performed where this lead was surgically abandoned and a new ra pacing lead was implanted. No additional adverse patient effects were reported.